Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported under (B)(4).

Manufacturer narrative:
The complaint number corresponding to this medwatch is: (B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical product: unknown, unknown allofit head, unknown. (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 07971.

Event description:
It was reported that the patient was revised due to dislocation. Attempts have been made and additional information on the reported event is unavailable.